Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin leaked from the septum. Reportedly, the customer loaded the leaking cartridge onto the pump and reported that that a minimum fill message occurred after the cartridge was filled with 240 units. Blood glucose was 120 mg/dl. Reportedly, a new cartridge was loaded to address the event.